Manufacturer narrative:
The investigation confirmed the reported event and determined the device fractured from an overload condition. No material or manufacturing defects were observed on the device features examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The cable cutter male nose tips fractured due to an overload condition. The eds spectrum of the material was consistent with a 400 series stainless steel alloy. The male nose components had a hardness of approximately hrc 59. No material or manufacturing defects were observed on the device features examined. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that two of the cutting tubes on the dall miles cable cutter have allegedly broken.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer reported that two of the cutting tubes on the dall miles cable cutter have allegedly broken.